Event description:
It was reported that a pip proximal component was rotating and that revision surgery was performed. A larger size component was used in the revision and the pt is now reported to be doing fine. No reported issues were with the distal component, but it was removed and replaced during the revision surgery.

Manufacturer narrative:
The device was not returned for eval. Manufacturing records were reviewed. Nothing was identified in those records that would have caused or contributed to this event. If any additional info is obtained in this event, it will be reported appropriately.